Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During preventative maintenance it was noted that the device malfunctioned. The philips field service engineer confirmed the heartstart mrx precordial leads were impaired. There was no pt involvement.